Manufacturer narrative:
Age/date of birth: median age at surgery: 69 (56¿74) years (iqr). Sex/gender: men, n (%): 19 (51). Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: unknown, information not provided. The device was not returned for analysis. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Citation: mori, s., sotani, n., ueda, k., sakamoto, m., kurimoto, t., nakanishi, y. Y., nakamura, m., three-year outcome of sulcus fixation of baerveldt glaucoma implant surgery. Doi: 10.1111/aos.14839, (2021), acta ophthalmologica: pp.1-7 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: title: three-year outcome of sulcus fixation of baerveldt glaucoma implant surgery. A prospective observational study was done to evaluate the 3-year surgical outcome of the sulcus fixation of baerveldt glaucoma implant (bgi), focusing on corneal damage. A total of 37 eyes of 37 patients were included in the study. The wings of the bgi 101-350 (abbott medical optics) were placed in all patients under the corresponding rectus muscles, and the plate was secured to the sclera using two interrupted 5-0 polyester sutures. At 1 month after surgery, visual acuity (va) decreased with a value of 0.52 (0.22¿ 1.30). At 1 year postoperative, the patient had implant failures (n=17) with failure criteria of: intraocular pressure outside the range of 5¿21 mmhg or less than 20% reduction compared with preoperative value (n=2), corneal decompensation or inability to measure endothelial cell density (n=5), endothelial cell density reduction > 20% (n=14), additional glaucoma surgery (n=4), and surgery unrelated to glaucoma (n=2). The following adverse events were also noted: va decreases with a value of 0.70 (0.22¿1.40), choroidal detachment (n=6), hyphema (n=5), cystoid macular oedema (n=4), vitreous haemorrhage (n=3), corneal decompensation (n=2), iridocorneal touch (n=2), shallow or lost anterior chamber (n=2), aqueous humour leakage (n=2), band keratopathy (n=1), tube-corneal touch (n=1), tube exposure (n=1), vitreous incarceration (n=1), recurrence of retinal detachment (n=1), and endophthalmitis (n=1). At 2 years postoperative, the patient had implant failures (n=21) with failure criteria of: intraocular pressure outside the range of 5¿21 mmhg or less than 20% reduction compared with preoperative value (n=2), corneal decompensation or inability to measure endothelial cell density (n=6), endothelial cell density reduction > 20% (n=19), additional glaucoma surgery (n=5), and surgery unrelated to glaucoma (n=2). Also, va decreases with a value of 0.70 (0.22¿1.70). At 3 years postoperative, the patient had implant failures (n=18) with failure criteria of: intraocular pressure outside the range of 5¿21 mmhg or less than 20% reduction compared with preoperative value (n=1), corneal decompensation or inability to measure endothelial cell density (n=6), endothelial cell density reduction > 20% (n=16), additional glaucoma surgery (n=5), and surgery unrelated to glaucoma (n=2). Also, va decreases with a value of 0.82 (0.22¿1.52). Interventions reported were tube resection to treat tube-corneal touch and vitreous incarceration (n=1), bgi removal for tube exposure and aqueous humour leakage (n=1), re¿ conjunctival coverage for aqueous humour leakage (n=1), capsule resection for elevated iop approximately one year postoperatively (n=1), additional vitrectomy (n=2), topical nonsteroidal anti-inflammatory drug for cystoid macular oedema (n= not reported), and no treatment reported for the rest of the complications. Other jnj products were mentioned but no complaints were reported against them.